Event description:
Reporting status: serious injury/surgical intervention/permanent damage. Reporting rationale: restenosis requiring surgical intervention. Device issue: no device malfunction has been reported. It was reported via trial, the index procedure was performed in 2008 with predilatation prior to stenting. One xience v stent was placed in the distal lad. No procedural complications were reported. The pt experienced unstable angina, had diaphoresis and chest pain at rest over two months before seeing a physician. A stress test was performed in 2009, plus and outpatient cath was performed the following month, and a consultation with a cardiothoracic surgeon took place. The previously placed stent has in-stent restenosis in the mid and proximal segment. CABG x 3 and mitral valve repair was performed two days later, in the target vessel and non target vessel. The pt is currently in the hospital. No additional event or pt info is available.

Manufacturer narrative:
Diaphoresis - results and conclusion summation - product performance engineering reviewed the incident. Angina and restenosis, as listed in the xience IFU, are known adverse events with coronary stenting and not necessarily an indication of a product quality issue. Possibly, the angina and diaphoresis are secondary effects of the restenosis which required hospitalization. Diaphoresis is not a pt effect associated with coronary stenting, but the pt is taking darvocet, which was a known side effect of sweating and possibly is a secondary effect of the medication. A conclusive cause for the reported pt effects and the relationship to the product cannot be determined.